Event description:
It was reported that errors 1001 and 319 appeared on c3 along with jumping map catheter during an a-fib procedure. The customer switched map cables and rebooted the system and also exchanged the catheters with no results. The customer tried to solve this issue by starting a new map and errors 105, 319 and 410 appeared. The customer could not proceed with the case because errors were continuously appearing. The bwi representative stated that there was an issue with the map port on piu. The case was reschedule because of the system was not able to use and the patient needed extended hospitalization because of the procedure cancelation. No patient consequences were observed.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental report of the evaluation will be submitted once it is completed or if additional information is provided by the customer. Concomitant product: navistar rmt thermocool electrophysiology catheter; us catalog # nr7tcsiy, lot # 15443417mb. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that errors 1001 and 319 appeared on c3 along with jumping map catheter during an a-fib procedure. The system was verified and it was found that the map connector was damaged. After replacing the connector, the system was tested and it was found ready for use. An additional OEM manufacturer action (DHR review or investigation) was performed. No anomalies were noted in manufacturing or service. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.